Event description:
The user facility reported that their sterilizer was leaking steam subsequently setting off the fire alarms and dispatching the fire department. No injuries or procedural delays or cancellations were reported. No evacuations occurred.

Manufacturer narrative:
A steris service technician inspected the sterilizer and was unable to identify the cause of the steam leak. As a precaution the safety valve was replaced, the sterilizer was tested and returned to service. No additional issues have been reported.